Manufacturer narrative:
Per the instructions for use (IFU): the instructions for use (IFU) and patient manual (pm) include a reference guide for visual inspection of all accessories and equipment. They also outline the steps for handling and proper use of the equipment and accessories in order to prevent damages. The steps for exchange of accessories are outlined in the pm. It further warns that damaged accessories should be reported and exchanged. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient reported that the carabiner broke and the bag fell. There bag was replaced. There was no impact to the patient.

Manufacturer narrative:
The instructions for use (IFU) and patient manual (pm) include a reference guide for visual inspection of all accessories and equipment. They also outline the steps for handling and proper use of the equipment and accessories in order to prevent damages. The steps for exchange of accessories are outlined in the pm. It further warns that damaged accessories should be reported and exchanged. It was reported that the shoulder pack's clip, or snap hook, was damaged. The shoulder pack was not returned for evaluation. A review of the manufacturing documentation confirmed that the shoulder pack met all requirements for release. Applicable risk documentation and experience with events of similar circumstances were considered; events with damaged snap hooks are most often attributed to wear over time or due to the handling of the bag. The unit, however, was not available for analysis. Applicable risk documentation and experience with events of similar circumstances were considered; events with damaged snap hooks are most often attributed to wear over time or due to the handling of the bag. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. Product not returned.